Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation: rupture. Information contained in this report was previously submitted through psr on 10/19/2015.

Event description:
Patient reported left side "moderate" breast pain. No treatment specified. Patient additional reported rupture and implant exchange from textured to smooth due to patients concerns with the product. Device remains implanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed a broken assessed as an unidentified (tear) opening (shell thickness within spec). ¿ anxiety-product/procedure: unable to observe. ¿ pain: unable to observe. ¿ visibility/palpability: unable to observe. ¿ capsular contracture: unable to observe. As per the investigation procedure, particles, creases and wear abrasion were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare professional later reported left side capsular contracture, baker grade IV.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Device has been explanted.